Event description:
A report was received that the patient was experiencing difficulty charging. X-ray confirmed that the ipg had flipped in the pocket causing the charging difficulty. The patinet underwent a pocket revision procedure where the ipg was replaced and the patient was reportedly doing fine.

Event description:
A report was received that the pt was experiencing difficulty charging. X-ray confirmed that the ipg had flipped in the pocket causing the charging difficulty. The pt underwent a pocket revision procedure where the ipg was replaced and the pt was reportedly doing fine.

Manufacturer narrative:
A returned product analysis indicated that the the complaint of difficulty charging the ipg was verified to be due to the patient's ipg orientation, which was flipped in the pocket. The battery profile indicates frequent and short charge attempts. Ipg should be facing toward the charger with about 2 cm distance for the high-power charging mode. Upon receiving, the ipg was depleted completely, and it was charged up to 3.9 volt in one cycle without any discrepancies. Visual inspection, memory capture, dc leakage, and ate tests were performed to ensure the device's functionality. Daily battery depletion rate with stimulation turned off was verified to be normal. The patient was explanted because of difficulty charging the ipg because the ipg was flipped in the pocket.